Event description:
Reported via clinical study it was reported that the patient experienced a cardioembolic cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg/ day) and apixaban (5 mg/ day). On (B)(6) 2025 1037 days post index procedure, the patient presented to the hospital due to mild hemiplegia of the left upper and lower extremities. A magnetic resonance imaging (MRI) was performed. The patient was on apixaban (5mg/day). The patient was hospitalized, an x-ray, laboratory tests and a brain imaging were performed. On the same day the patient started on heparin (10 ml/day) in response to the event. The mrs score was noted to be 4. On (B)(6) 2025, the patient had a fever of 40-degree, and the patient was reported with pneumonia. In response to the event medication change/adjustment was done. On (B)(6) 2025, the patient was held on heparin sodium (10ml/day) and was started on aspirin (100mg/day). No further information was provided at the time of this report. It was further reported that on (B)(6) 2025 the patient started on rehabilitation therapy and on (B)(6) 2025 the patient was discharged to another hospital. It was further reported that at the time of the transfer the patient mrs score was noted to be 3 (moderate) and nihss score was noted to be 0. It was further reported that on (B)(6) 2025 a mrs 90 days was performed and the score was noted to be 2 (slight). It was further reported that on (B)(6) 2025, the patient was discharged home. It was further reported that on 28-oct-2025, the outcome of the event was considered to be resolved with sequelae.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that the patient experienced a cardioembolic cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg/ day) and apixaban (5 mg/ day). On (B)(6) 2025 1037 days post index procedure, the patient presented to the hospital due to mild hemiplegia of the left upper and lower extremities. A magnetic resonance imaging (MRI) was performed. The patient was on apixaban (5mg/day). The patient was hospitalized, an x-ray, laboratory tests and a brain imaging were performed. On the same day the patient started on heparin (10 ml/day) in response to the event. The mrs score was noted to be 4. On (B)(6) 2025, the patient had a fever of 40-degree, and the patient was reported with pneumonia. In response to the event medication change/adjustment was done. On (B)(6) 2025, the patient was held on heparin sodium (10ml/day) and was started on aspirin (100mg/day). No further information was provided at the time of this report. It was further reported that on (B)(6) 2025 the patient started on rehabilitation therapy and on (B)(6) 2025 the patient was discharged to another hospital. It was further reported that at the time of the transfer the patient mrs score was noted to be 3 (moderate) and nihss score was noted to be 0. It was further reported that on 30-set-2025 a mrs 90 days was performed and the score was noted to be 2 (slight).

Manufacturer narrative:
B5 describe event or problem: updated with additional information received

Event description:
Reported via clinical study it was reported that the patient experienced a cardioembolic cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg/ day) and apixaban (5 mg/ day). On (B)(6) 2025 1037 days post index procedure, the patient presented to the hospital due to mild hemiplegia of the left upper and lower extremities. A magnetic resonance imaging (MRI) was performed. The patient was on apixaban (5mg/day). The patient was hospitalized, an x-ray, laboratory tests and a brain imaging were performed. On the same day the patient started on heparin (10 ml/day) in response to the event. The mrs score was noted to be 4. On (B)(6) 2025, the patient had a fever of 40-degree, and the patient was reported with pneumonia. In response to the event medication change/adjustment was done. On (B)(6) 2025, the patient was held on heparin sodium (10ml/day) and was started on aspirin (100mg/day). No further information was provided at the time of this report. It was further reported that on (B)(6) 2025 the patient started on rehabilitation therapy and on (B)(6) 2025 the patient was discharged to another hospital. It was further reported that at the time of the transfer the patient mrs score was noted to be 3 (moderate) and nihss score was noted to be 0.

Event description:
Reported via clinical study. It was reported that the patient experienced a cardioembolic cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg/ day) and apixaban (5 mg/ day). On (B)(6) 2025 1037 days post index procedure, the patient presented to the hospital due to mild hemiplegia of the left upper and lower extremities. A magnetic resonance imaging (MRI) was performed. The patient was on apixaban (5mg/day). The patient was hospitalized, an x-ray, laboratory tests and a brain imaging were performed. On the same day the patient started on heparin (10 ml/day) in response to the event. The mrs score was noted to be 4. On (B)(6) 2025, the patient had a fever of 40-degree, and the patient was reported with pneumonia. In response to the event medication change/adjustment was done. On (B)(6) 2025, the patient was held on heparin sodium (10ml/day) and was started on aspirin (100mg/day). No further information was provided at the time of this report.

Event description:
Reported via clinical study: it was reported that the patient experienced a cardioembolic cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg/ day) and apixaban (5 mg/ day). On (B)(6) 2025 1037 days post index procedure, the patient presented to the hospital due to mild hemiplegia of the left upper and lower extremities. A magnetic resonance imaging (MRI) was performed. The patient was on apixaban (5mg/day). The patient was hospitalized, an x-ray, laboratory tests and a brain imaging were performed. On the same day the patient started on heparin (10 ml/day) in response to the event. The mrs score was noted to be 4. On (B)(6) 2025, the patient had a fever of 40-degree, and the patient was reported with pneumonia. In response to the event medication change/adjustment was done. On (B)(6) 2025, the patient was held on heparin sodium (10ml/day) and was started on aspirin (100mg/day). No further information was provided at the time of this report. It was further reported that on (B)(6) 2025 the patient started on rehabilitation therapy and on (B)(6) 2025 the patient was discharged to another hospital. It was further reported that at the time of the transfer the patient mrs score was noted to be 3 (moderate) and nihss score was noted to be 0. It was further reported that on (B)(6) 2025 a mrs 90 days was performed and the score was noted to be 2 (slight). It was further reported that on (B)(6) 2025, the patient was discharged home.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. H6: impact code added.

Event description:
Reported via clinical study it was reported that the patient experienced a cardioembolic cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg/ day) and apixaban (5 mg/ day). On (b)(6_ 2025 1037 days post index procedure, the patient presented to the hospital due to mild hemiplegia of the left upper and lower extremities. A magnetic resonance imaging (MRI) was performed. The patient was on apixaban (5mg/day). The patient was hospitalized, an x-ray, laboratory tests and a brain imaging were performed. On the same day the patient started on heparin (10 ml/day) in response to the event. The mrs score was noted to be 4. On (B)(6) 2025, the patient had a fever of 40-degree, and the patient was reported with pneumonia. In response to the event medication change/adjustment was done. On (B)(6) 2025, the patient was held on heparin sodium (10ml/day) and was started on aspirin (100mg/day). No further information was provided at the time of this report. It was further reported that on (B)(6) 2025 the patient started on rehabilitation therapy and on (B)(6) 2025 the patient was discharged to another hospital.